Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported she has been experiencing halos at night, has trouble seeing close up/problem focusing and has double vision in bright light. The icl remains implanted.

Manufacturer narrative:
(B)(4). Lens implanted.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the lens was explanted on (B)(6) 2014 due to patient's complaints of halos, problems seeing close-up and double vision. The reporter stated there were no additional complications related to these events and the patient's va at one week post-op was 20/20. The reporter stated the patient's pupil size was 6 1/2 mm in mesopic lighting. The reporter stated the pis may have attributed to the events.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted six months postoperatively to address patient visual disturbances ("halos/glare, double vision"). According to the report from the facility, patient related (pupil size) and procedure related (non- patent pi`s) have caused/contributed to the reported event. No reported postoperative sequelae and va one week post-op was 20/20. The dfu precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).